Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited highly variable rv coil and superior vena cava (svc) coil impedance. The svc coil also triggered an alert for undefined high impedance. Additionally, the rv lead pacing impedance was variant. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.